Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151387.

Event description:
Voluntary medwatch received states that patient's lead exhibited noise and high, out of range pacing impedance. No intervention was done. There were no patient consequences.